Event description:
It was reported that during intramedullary canal pre, the plastic piece being used broke into several smash pieces in the canal. It took about an hour to try to retrieve as many of the fragments as possible from the operative site, and continue with the procedure. No add'l info has been rec'd regarding the outcome of the procedure, or the status of the pt.

Manufacturer narrative:
No info was rec'd regarding the part number or lot number of the device involved in the event. According to shipping records, part number 0206-710-000 (bio prep bone prep kit) has been shipped to the account. The kit was not returned to the MFR for investigation. If any add'l info is rec'd, a follow up report will be filed.